Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient remained dependent on inotropes following implant. On (B)(6) 2021, it was noted to be in atrial fibrillation and was started on amiodarone. The patient underwent dc cardioversion (dccv) with return to normal ventricular paced rhythm. The account also reported that the patient had renal dysfunction and nephrology was consulted for oliguric aki post-lvad (left ventricular assist device) placement. The patient's creatinine trended up to 3.5 and the patient became more oliguric despite lasix infusion. The patient was started on continuous renal replacement therapy (crrt) with ultrafiltration to assist with fluid removal. Nephrology continued to follow and uf (ultrafiltration) rate was adjusted as needed to aid in fluid removal. The patient has no meaningful improvement in urine output. On (B)(6) 2021, the patient was still requiring epinephrine, dopamine, and milrinone. Epinephrine was weaned off on (B)(6) 2021 and vasopressors were added on (B)(6) 2021. The account also communicated that on (B)(6) 2021 the patient was noted to be without a pulse with the monitor showing ventricular fibrillation. Cardiopulmonary resuscitation was initiated, and the patient was intubated. The patient was noted to be in ventricular tachycardia (v-tach) and the sternum was opened. The patient remained on crrt and suffered a cardiac arrest which necessitated the use of extracorporeal membrane oxygenation (ECMO) and resulted in the patient's withdrawal from the study. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate 3 lvas IFU lists cardiac arrhythmia, renal dysfunction, respiratory failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU lists cardiac arrhythmia, renal dysfunction, respiratory failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went to the operating room (or) on (B)(6) 2021 for implant and noted to be in atrial fibrillation on (B)(6) 2021 and was started on amiodarone. The patient underwent dc cardioversion (dccv) on (B)(6) 2021 with return to normal v paced rhythm. Type of treatment was cardioversion. It was also noted that patient had renal dysfunction and nephrology was consulted for oliguric aki post lvad (left ventricular assist device) placement. The patient's creatinine trended up to 3.5 and patient became more oliguric despite lasix infusion. The patient was started on crrt (continuous renal replacement therapy) with ultrafiltration to assist with fluid removal. Nephrology continued to follow and uf (ultrafiltration) rate was adjusted as needed to aid in fluid removal. The patient has no meaningful improvement in urine output. On (B)(6) 2021, the patient remained on crrt and suffered a cardiac arrest which necessitated the use of ECMO and resulted in the patient's withdrawal from the study. It was reported that on (B)(6) 2021 the patient was noted to be without a pulse with monitor showing ventricular fibrillation. Cardiopulmonary resuscitation was initiated at 12:53. At 12:54 the patient was intubated. At 12:56 the patient was noted to be in ventricular tachycardia (v-tach) and the sternum was opened. At 12:59 the patient was shocked at 300j for v-tach. At 13:00 the patient was shocked at 300j for v-tach with return to v-paced rhythm. At 13:16 the patient was in asystole and cardiac massage was initiated after internal defibrillation. At 13:19 the patient was cannulated and veno-arterial extracorporeal membrane oxygenation (va-ECMO) was initiated. At 13:23 the patient had a v-paced rhythm. Code blue ended at 13:40 with no further shocks. Treatments included cardioversion; resuscitation; intubation; surgery. The patient was withdrawn from the study. No additional information provided.